Manufacturer narrative:
Device evaluation. One device sample was received for evaluation. The examination and testing of the device showed the device met with specifications with no leakage noted. The customer provided two photographs of product for evaluation but no leakage was seen in the photograph. The reported issue was not confirmed.

Event description:
It was reported the device was being filled with medication and was found to be leaking. No patient involvement.